Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.